Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced severe low back pain on (B)(6) 2016. The patient stated there was a recent medical test or emi environmental exposure related to the issue; the patient had a nuclear stress test. The patient's indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.